Manufacturer narrative:
Concomitant medical devices: product ID: 37702, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain and complex regional pain syndrome type ii. It was reported that the patient has been feeling a shocking pain in the "upper ins site" and down the back of their right leg in the past week prior to the report. This was said to have been a sudden change. The patient suspected that the ins had moved due to a recent weight loss. The patient had an appointment scheduled with their doctor on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.